Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a frozen display. The customer¿s blood glucose level was 185 mg/dl. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass. Unable to confirm frozen screen, button unresponsive, time clock anomaly and unable to perform any tests due to lcd physical damage. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.